Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of touch contamination / patient did not wear a mask and peritonitis with culture positive for coagulase negative staphylococcus in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask which caused peritonitis on (B)(6) 2012. The patient was not hospitalized. Treatment was not reported. The patient was recovering from peritonitis. Outcome of did not wear a mask was not reported. Action taken with dianeal therapies was not reported. Concomitant medications were not reported. An opinion of causality was not provided. Upon follow up information, the nurse confirmed peritonitis and clarified that the cause of peritonitis was touch contamination and patient did not wear a mask. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 4 of 4 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however, have been provided in this MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e19022, h11f28047, h11h09050, h11j03043, h11j17035, and h11k01037 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.